Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 64 mg/dl and glucose tablets were consumed to address the bg level. The customer did not know the cause of the low bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not confirmed. User made bolus request without entering current bg level and still having insulin on board (iob). Cartridge change sequence completed on (B)(6) 2017. Basal rate was set to .267 u/hr throughout the entire day. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.